Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. During procedure there was chordae damage. Patient had severe (4) degenerative mitral regurgitation (dmr), with a very degenerative valve, already loose chordae central and a barlow valve, all valve segments were prolapsed. During the procedure, there was difficulty navigating the device due to anatomical challenges because it was needed to gain height. There were no dense chordae regions. During the release of a first pascal ace device, chordal damage was identified with no need to navigate away or to disentangle from chordae. There were no difficulties capturing leaflets. The mitral regurgitation (mr) level after the chordae damage was severe (4) but the damage had no impact into the patient. A second pascal ace was implanted but not to repair the damaged chordae area. The mr was reduced to moderate/severe (3). Optimal regurgitation was not achieved due to valve condition. Transcatheter edge to edge repair (teer) was identified to not be the right treatment and the perceived root cause was the degenerative condition of the valve. Patient was in stable conditions.

Manufacturer narrative:
Additional e1 (phone number): (B)(6). B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from chordae damaged in attempt to capture leaflet was confirmed with empirical evidence based on information provided. Available information suggests patient conditions likely contributed to the event. As per event description, the patient presented a very degenerated valve with loose chords and barlows disease. Challenging anatomy hindered device navigation. During the release of the first device, chordae damage was identified without impact to the patient. Loose chords and prolapsed leaflets can predispose the device to interact with the chordae structure. The information indicates that the root cause of device failure was primarily due to patient condition(s). These conditions could be preexisting conditions or patient interaction occurring during device use or after device implant. Since no edwards defect was identified, corrective or preventative actions are not required.